Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump had given loss of prime warnings. The reporter stated that the patient had a blood glucose of over 500 mg/dl with no related symptoms of hyperglycemia. The reporter stated that the patient¿s healthcare provider had made adjustments to the pump¿s bolus settings in relation to this issue. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of loss of prime warnings.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test, fill test, and leak test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: loss of prime warnings were observed in the pump's black box where the force readings did not reach zero. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit.